Event description:
A customer reported that there are missing segmetns within the display of their glucometer dex instrument. The customer replaced the batteries and the meter is displaying 66.6 instead of 88.8. A requeste was made to return the system for evaluation. In the meantime a replacement unit is being provided.